Event description:
A customer reported experiencing a high blood glucose event earlier in the day but was uncertain about the cause. The highest blood glucose level was displayed as "high" without a specific value provided. Cause was not known. To address the high blood glucose, the customer administered a correction injection using multiple daily injections. The control iq feature was active during the event.